Event description:
An ophthalmic surgeon reported that during three vitrectomy surgeries, the infusion line disconnected and the trocar came out of the eye. The product was replaced and the procedures were completed without further incident. There was no pt harm reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and no lot number was indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause could not be determined. (B)(4).